Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patient's concern with the product.

Event description:
Patient reported right side pain, swelling, "falling," and was informed by physician that ¿due to the recall. Bia-alcl is a disease that cannot be detected in the imaging exams, however this does not mean that the patient does not have lymphoma.¿ the device remains implanted. Patient also reported ¿discreet mucosal thickening of ethmoidal cells bilaterally; sinuosity of the nasal septum, with slight deviation, with left convexity; obliteration of spheno-ethmoidal recesses due to mucous thickening/secretion,¿ which is unrelated to the breast implant. Patient reported that MRI identified liquid, folds, and undulations and patient is "tired and exhausted" due to an unrelated process.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient additionally reported "pulmonary embolism," "tiredness," "increased menstrual flow," peri-breast prosthesis fluid, and "tingling in her hands." Patient also reported "altered blurred vision in both eyes," "right after the removal...as a sequel of the lymphoma my eyes had inflammation.. Inflammation healed after the surgery, forming a scar on my retina," and "lupus." These events are not device related. Device has been explanted.

Event description:
Patient reported right side pain, swelling, "falling," and was informed by physician that ¿due to the recall¿ bia-alcl is a disease that cannot be detected in the imaging exams, however this does not mean that the patient does not have lymphoma.¿ the device remains implanted. Patient also reported ¿discreet mucosal thickening of ethmoidal cells bilaterally; sinuosity of the nasal septum, with slight deviation, with left convexity; obliteration of spheno-ethmoidal recesses due to mucous thickening/secretion,¿ which is unrelated to the breast implant. Patient reported that MRI identified liquid, folds, and undulations and patient is "tired and exhausted" due to an unrelated process.